Event description:
I had the essure tubal implants in 2009. Since then I have had a baby. The coils are not imbedded in my bowels. My doctor said he doesn't know the long term risk of where they are or if they will migrate again. After the birth of my daughter, I hadn't tubes tied by doctor (B)(6). During the procedure he attempted to find the coils and they were in my bowels.